Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was jammed. A field service engineer adjusted the position of the remote manager housing to ensure the latch was flush with the housing. The field service engineer then removed the cable ends and cleaned the wiring harness connections. The user was able to successfully recover the failed space. To test the device, the field service engineer made the user to access medications in the refrigerator multiple times, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator door was jammed. The customer reported that the refrigerator was interfacing with the patient's medications, because the medications were stuck in the refrigerator. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.